Manufacturer narrative:
Updated fields:b4,e1(event site telephone),g3,g6,h2,h6(medical device ¿ problem code,type of investigation,investigation findings,component codes,investigation conclusions),h11. A getinge field service engineer (fse) inspected the unit and found the entire pneumatic interface module (pim) handle was broken. The fse replaced the pneumatic interface module.the unit passed all functional and safety test per factory specifications.

Manufacturer narrative:
(B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by customer during routine check that the cardiosave intra aortic balloon pump (iabp) had a malfunction related to pneumatic interface. No patient involved.